Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Communication with the device could not be established. The patient had been lost to follow up for a few years. The patient has cancer and had gone through multiple CT and pet scans in close proximity to the device. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported no communication was confirmed and was due to a depleted battery. Parameter and usage information could not be obtained. Based on default settings, device longevity was found to be below expected limits. The battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the premature battery depletion could not be determined.